Manufacturer narrative:
The patient presented to his surgeon's office with an abdominal bulge. The surgeon noted that the ¿patch is doing what it is suppose to do and that what the patient is seeing is diastasis." The patient did not report that any diagnostic testing was done during the office visit. Based on the events as reported, at this time no conclusion can be made. As reported there has been no additional medical or surgical procedures performed. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
As reported on (B)(6) 2014 the patient underwent an umbilical hernia repair with implant of a bard ventralex st hernia patch. The contact reports that in (B)(6) 2014 the patient noticed an abdominal bulge the size of a tennis ball and stated he thought the mesh had moved above the defect. As reported prior to the repair the defect was the size of a ping pong ball. The patient is not having pain or discomfort. The patient recently reported this to his doctor and scheduled a visit. On (B)(6) 2017 during his office visit the surgeon stated that the "patch was doing what it was supposed to do and that what the patient is seeing is diastasis" (abdominal muscles pulling away from the midline).